Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was induced into a short vt by the backup pacing pulse. No programming changes were made. The patient was in stable condition.